Event description:
Journal reference: deogaonkar m, walter bl, boulis n, starr p: clinical problem solving: finding the target. Neurosurgery 61:815-825, 2007. The report and commentary discuss two different perspectives and practices for stn mapping. The case summary describes a male with being treated for symptoms related to parkinsons disease. The pt experienced mild postoperative confusion (disoriented to location and situation) for 24 hours after stn microelectrode mapping and bilateral dbs lead implant surgery. The condition was described as "common" in pts older than 65 years. The confusion improved (no treatment specified) and the pt was discharged from the hosp at three days following the surgery.